Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 12-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). The device was not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 8030647-2018-00372 for the first event. It was reported that there was an incident of the flex connector disconnecting during use. The flex connector was loose and would not stay connected onto the circuit with the ventilator tubing and the endotracheal (et) tube and kept "popping off" regularly. The device had only been used for 2-3 hours and was replaced. A new closed suction system was attached which resolved the issue.

Manufacturer narrative:
One sample device was returned. The sample was received inside the red bio bag. Sample analysis confirmed the complaint. All information reasonably known as of 20-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).